Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's wife alleged low inr results from coaguchek xs meter serial number (B)(4) caused the customer's hospitalization for high inr results. The date of event is not known. The customer's wife alleges the customer received a result of 1.4 inr on the meter and the customer's medication dose was increased leading to a high inr with resulting hospitalization. The customer received a result of 15 inr in the hospital. The customer stated the results from the device prior to the event were 6.6 inr and 7.7 inr. The customer's wife declined to provide the specific date and time of these results. The customer's wife declined to provide when the 1.4 inr result was obtained in relation to the hospitalization. The customer's wife declined to provide the specific medication that was adjusted and what the specific adjustment was. The customer's wife declined to provide the customer's therapeutic range. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any product. No information was provided in the complaint that would point to a cause for the result discrepancy. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.